Event description:
A consumer reported obtaining focus 1-2 week softcolors contact lenses via an internet company without a valid doctor's perscription. They report successful 4 year wear history of competitor's product with last eye exam about 1 1/2 years prior. They state they decided to switch brands based on recommendation and that the lens parameters matched their previous lenses so they must fit the same. They experienced slight irritation during initial wear which they attributed to allergies or adaption to new lenses. They experienced severe pain in their left eye while wearing the lens. They washed their hands & with extreme difficulty, removed the lens which they described as being adhered to their cornea. The following day, e.r. Diagnosed corneal abrasion & prescribed ciloxan every four hours & referred to ecp. Three days later, ecp diagnosed central corneal ulcer & increased frequency of ciloxan & added pain meds. Two days later, steroid drop added. Visual acuity reported as 20/25 during event, however, pre-event acuity is unknown. The following month, doctor informed consumer that eye looked good & recommended follow up in 3 months to evaluate. Consumer states they do not think their vision is impaired. No further info is available at this time.